Manufacturer narrative:
Device evaluation: returned device was received wear and tear damaged enclosure, tank cover, stripped interlock block, and line cord. Pcb wouldn't allow temperature adjustment. During the evaluation of the device a faulty pcb wouldn't let you lower the temp like a known good test pcb would. The customer reported condition was confirmed. Problem source is unknown. Manufacturing DHR review is not applicable or necessary because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer was "way too hot". The reporter stated they had to remove the device from use and "had to hold unit with a towel to keep heat down to carry the unit". It was also reported the operator let the unit cool down and tried to re-run it, but it was found to have heated to "over 44 degrees c in a matter of minutes". Additionally, it was noted the device alarmed during the incident and the green operating light was confirmed to have lit upon device power up. No patient was involved in the event and there were no adverse effects.